Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified femoral artery. The 6x80 6f 120cm supera veritas stent delivery system (sds) was prepped and used following the instructions for use. The stent was placed in a right superficial femoral artery using a contralateral approach from the left common femoral artery. The stent was placed without any problems; however, when the second lever was opened to release the stent, the stent did not release. After performing a slight pull on the catheter, the supera stent was released from the sds resulting in a mild elongation of the last centimeter (1 cm) of the stent. The deployed stent was located in healthy and diseased tissue. The patient is doing well. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).